Event description:
New information received notes that externalized conductors were observed under fluoroscopy. The lead was explanted.

Manufacturer narrative:
A complete lead was returned in two pieces. Analysis confirmed externalized conductors. Internal insulation abrasions were noted between 8cm and 13cm from the distal end. The re conductors were externalized and damaged at 9.5- 13cm from the distal end. External abrasions were noted between 28.5cm and 31.5cm from the distal end due to friction with another device.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient received atp and shocks due to post sensed t-wave oversensing. The r-wave amplitude and lead impedance had decreased. The sense/pace portion of the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.